Event description:
It was reported that bd alaris extension set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that IV pump reading "occlusion downstream". After removing tubing from pump and placing back in pump, straightening arm, and flushing IV with ease, we next changed filter and IV infused with ease.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one used 10011865 filter extension set was received and tested by our quality team. The tubing was primed and infused with saline solution and though the flow seemed at a low rate when the tubing was infusing by gravity- when attached to infusion pump- the set performed as intended and no issue was noticed. The complaint can be verified due to the initial low infusion rate but the root cause remains unknown due to the complaint of occlusion not being replicated. A device history record review could not be performed because a lot number was not provided by the customer.